Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including prior heart block, and ventricular septal defect. Complications reported included residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: percutaneous closure of postoperative residual ventricular septal defects, including dehiscence of surgical patches.

Event description:
N/a.

Event description:
The article, "percutaneous closure of postoperative residual ventricular septal defects, including dehiscence of surgical patches", was reviewed. The article presented a retrospective, multicenter study to evaluate the outcome of transcatheter closure of residual postoperative ventricular septal defects (vsds). Devices included in the study were amplatzer duct occluder I, amplatzer duct occluder ii, amplatzer muscular vsd occluder, amplatzer septal occluder, amplatzer vascular plug IV, amplatzer cribriform, multifunctional konar vsd occluder, and unknown vascular coil. The article concluded that after congenital heart surgery, transcatheter closure of residual vsd may be a safe and effective alternative to surgical closure. It can be applied to various residual vsd using a variety of occluders with satisfactory results. Moreover, using specific approaches can close residual vsd, even in small infants. [The primary and corresponding author was gaser abdelmohsen, department of pediatrics, king abdulaziz university hospital, p.o. Box 80215, jeddah 21589, saudi arabia, with corresponding email: gaser_abdelmohsen81@yahoo.com] the time frame of the study was from march 2012 to march 2022. A total of 33 patients across 37 procedures were included in the study, of which 48 out of 49 (98%) devices were abbott. The average age was 40 months, the average weight was 13.1kg, and the majority gender was male comorbidities included prior heart block, and ventricular septal defect.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous closure of postoperative residual ventricular septal defects, including dehiscence of surgical patches.